Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, and software passed the system checkout. The system was found to be fully functional. Concomitant medical product: product ID: 9733622, serial/lot #: (B)(4). The monitor was returned to manufacturer for analysis. Analysis indicated that the returned monitor displays an image with a wide line through it with a flickering display as reported. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that while outside of procedure, there was a line on the staff cart monitor and it was flickering. The surgeon monitor looked fine. The line was about an inch wide. There was no patient when this issue was identified.